Event description:
It has been rpeorted to co that the hypotube separated which resulted in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the patient and inflated to occlude the vessel. The physician inserted the stent delivery catheter and inserted the aspiration catheter and aspirated the vessel. The physician was removing the aspiration catheter and the hypotube separated outside the patient, which resulted in the occlusion balloon deflating. The device was removed without issue. The patient is reported to be fine.